Event description:
Additional information received reported that the patient did not have concerns with her device or therapy.

Event description:
It was reported, the patient never had therapeutic effect. It was stated, the patient's urinary retention was causing urinary tract infections (uti). It was noted that the uti's were present both before and after implant. The patient was referred to an infectious disease doctor in the (B)(6) 2012. It was noted, the patient had been "uti-free" for 2-3 weeks as of the date of this report. It was indicated, the patient was on the same program and would increase the amplitude. Since the (B)(6) 2012, the patient had been self-catheterizing 3-5 times per day. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3093-28 lot# v828528, implanted: 2012 (b)64), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was noted that the patient had not been emptying completely. It was noted that sometimes the stimulation was painful for the patient.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports compatibility guidelines were requested for a MRI on the patient right hand for suspected carpel tunnel. The patient reports that she was going into her third year and still has not found "a proper setting on it" and has not been able to achieve which setting works best for her to stop self-catheterizing. She has chronic uti's (urinary tract infection). It was suggested that there should be some sort of protocol for urinary retention patients because the patient have had nothing but problems. It was noted that she had uti's prior to having neurostimulator device and had urinary retention but didn't realize it because she didn't have any symptoms. She didn't know she was retaining urine. Patient was not able to say if she was getting any therapeutic effect from neurostimulator implant because she had to self-catheterize to find out if her bladder was still retaining in spite of what setting she was on. This seems to cause more uti's for the patient and the patient has continuously had uti's since neurostimulator implant. The patient was not willing to have neurostimulator removed because she was still working to find a setting that works for her and was working ongoing with hcp (healthcare provider).